Manufacturer narrative:
The device involved in the event has not been returned for evaluation.

Event description:
On (B)(6) 2014, the patient underwent pipeline embolization treatment involving two pipelines. During the procedure, it was reported the first pipeline (4.50mm x 25mm) could not be opened and was also having difficulty advancing in the microcatheter. Another pipeline (4.50mm x 20mm) was advanced to the lesion, but also could not be opened. There was no injury reported, no permanent damage, no prolonged hospital stay, and no bleeding in excess. No further information as provided. Same event as MDR# 2029214-2014-00608.

Manufacturer narrative:
(B)(4).